Manufacturer narrative:
Evaluated two open/used reservoirs. Performed pre-fill reservoirs test. Found no leakage anomaly during filling.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call reservoir leak. Customer¿s blood glucose level was unknown. Troubleshooting for the reservoir leak was performed. Customer advised they have had multiple reservoirs leak and fail which made them unable to be used. Customer advised when the reservoir was tipped upside down and they were able to see a metal piece which started to leak. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.